Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead was floating within the cardiac chamber during positioning. The tactile feedback upon contact between the rv lead tip and the myocardium was also described as slippery, resulting in unstable fixation. The rv lead was not used and replaced. The patient remained stable throughout the procedure.